Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the powered off when power cord was moved, which was observed. The cause was determined to be a loose 6 pin. The rear case assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off when the power cord was moved. There was no patient involvement.